Event description:
It was reported that the patient developed a post operative infection. The patient presented in 2002 with eyelids swollen shut. The patient was started on antibiotic and medrol dose pack. The original procedure was a blepharoplasty performed in 2002.